Event description:
It was reported there was a motor stall seen at the initial interrogation. The patient did not recently have an MRI. The patient had a CT scan on (B)(6) 2015. It was noted event logs reported a motor stall occurred on (B)(6) 2015 at 1344 with a motor stall recover on (B)(6) 2015 at 2109. Another motor stall occurred on (B)(6) 2015 at 2211 and then a stopped pump period may exceed tube set occurred on (B)(6) 2015 2211. The patient experienced increased pain on (B)(6) 2015 and was scheduled to be seen in the clinic that day but did not show up. It was later reported that the pump was placed in minimum rate mode. The physician was working on getting the pump replaced and when it was, it will be sent back. It was further reported that the pump was explanted and replaced. The patient status at the time of this report was ¿alive ¿ no injury.¿ the drugs being delivered via the device system were bupivacaine and dilaudid. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant products: product ID: 8709sc, serial# (B)(4), implanted: (B)(6) 2010, product type: catheter. Product ID: 8835, serial# (B)(4), product type: programmer, patient. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Analysis of the pump serial number (B)(4) found battery high resistance. Analysis found motor gear train anomaly corrosion and/or wear and/or lubrication. Analysis found gear train anomaly, stall due to shaft bearing. Analysis found corrosion and moisture on the top side of gear wheel three. The upper shaft of gear two has shaft wear.